Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to defective video connector socket (moisture was found inside the socket). In addition, the evaluation found following non-reportable findings: the connector lock system of the socket worn out and found dust accumulated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the video system center displayed b30 error with different endoscopes. The issue occurred during preparation for unknown procedure. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the events were caused by the defective video connector socket. Olympus will continue to monitor field performance for this device.